Manufacturer narrative:
The pt states the ecp advised that he/she has a "hernia" on her cornea. The pt states there was a ¿film over his/her eye which was then over the cornea only.¿ the pt reports a 70% loss of vision. The pt states he/she has been fit with a hybrid lens which has helped some with the vision. The pt states that he/she was given a prescription for lotemax and vigamox and had daily ecp visits for one week. The pt also advised that he/she had to return to clinic every other day for a week. The pt advised that currently he/she returns for rechecks every 2 months. The pt gave the treating ecp¿s information and states that he/she would send the medical records for treatment of the right eye for review. The pt also advised that he/she would return product for evaluation. On (B)(6) 2015 the pt sent the medical records for review. Please refer to the attachment for a summary of the pt¿s medical records. On (B)(6) 2015 a call was placed to the pt. The pt advised that since her od eye injury in (B)(6) 2014 he/she has lost vision in his/her right eye. The pt states that the ecp has discussed the possibility of a cornea transplant, but states that no definite plans have been made as yet. The pt advised that she is wearing a specialty od cl prescribed by her ecp as synergeyes. The pt advised that the od lens is a hard cl which "gives me some vision in my od." The pt advised that " I know I didn't do the right things when I wore my lenses, my doctor told me that. I'm just upset that I may not ever get my vision back in my od, ever. I lost 70% of the vision in my od. " a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l001wsz was produced under normal conditions. Two sealed blisters from lot # l001wsz were received. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested; the ph was in specification; there was not enough solution to measure conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Corneal ulcer, corneal edema, corneal haze, corneal infiltrates, pain, hypopyon, infection, keratitis, vision, loss of, red eye(s), stromal edema.

Event description:
On (B)(6) 2015 a patient (pt.) Sent an e-mail advising that he/she used the acuvue 2 brand contact lenses ¿all the time.¿ the pt advised that about 8 months ago ¿I fell asleep with my contacts in, when I woke up I was fine. ¿ the pt advised that by 9:00 the pt noticed a ¿little irritation.¿ the pt advised that by 11:00 his/her eye was a mess and the pt advised that he/she could not see anything out of it. The pt advised that he/she went to the eye care professional (ecp) and the pt was advised the pt that his/her vision would come back. The pt advised that ¿to this point I still have no site.¿ the pt advised that the ecp told him/her that the pt had ¿a hernia on the cornea.¿ on (B)(6) 2015 a call was placed to the pt. The pt advised that he/she ¿fell asleep with lenses in her eye. When she awoke, she was able to remove the lenses without difficulty and her eye was initially fine.¿ the pt advised that ¿2 hours later his/her eye was irritated. After 4 hours his/her eye was painful and he/she contacted his/her ecp.¿